Event description:
On 1/22/99 following a diagnostic and percutaneous transluminal coronary angioplasty procedure an angio-seal device was placed in a pt's right groin. The pt had some initial oozing and again when the suture was cut. A c-clamp and sandbag were applied (duration unk); hemostasis was achieved and the pt returned to his room. Sometime within 24 hrs post-deployment the pt complained of pain, his pulse was not palpable and his leg was cold. An ultrasound was obtained and the collagen was noted ot be in the artery. The pt was taken to surgery, where it was found that the device anchor was in the artery with the collagen plug between the intima and media of the artery. A linear tear was also identified and repaired. The pt was reported to be in good condition. As of 2/16/99 there has been no further report to the MFR of complication or add'l pt sequelae.